Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse of peritonitis. It was reported that on (B)(6) 2012, the patient experienced peritonitis. The patient uses ultrabags at home, however, the wife reported that the hospital used the cycler on the patient on (B)(6) 2012. The patient was hospitalized on (B)(6) 2012. The cause of peritonitis was unknown, however, the nurse reported that the patient travelled the week of (B)(6) 2012 and had abdominal pain while away. The patient is recovering. No further information is available.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).upon review of this report, it was observed that the manufacturing facility was incorrect for the mini-cap disposable being investigated.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891796, gd891796, gd892216, and gd892364 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.